Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-05851. It was reported the patient was experiencing inadequate stimulation due to lead migration. The issue was confirmed through x-ray. As a result, surgical intervention took place on (B)(6) 2021 where the entire system was explanted.

Manufacturer narrative:
Event date is an estimate.